Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 500 mg/dl. Customer stated that her insulin pump was alarming button error right after it was exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, and excessive no delivery alarm test. No unexpected low battery or off no power alarms noted. Unit was unable to prime during prime test due to faulty force sensor. Unable to complete the occlusion test due to prime fill anomaly. Unit had intermittent button response during testing due to corroded keypad traces. No button error alarm noted. Scratched display window, cracked reservoir tube, battery tube threads noted during visual inspection.